Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal event with loss of capture on the right ventricular (rv) lead when going to use the restroom. It was further reported that once the patient reached the emergency room, intermittent oversensing with noise occurred that caused pacing inhibition and asystole. It was noted that the patient had heart block and the rv lead bipolar impedance measurements spiked due to a possible lead fracture. The physician inserted a backup temporary pacer via the right internal jugular and reprogrammed the device. The lead was later capped and replaced. No further patient complications have been reported as a result of this event.